Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing therapy which included a prismaflex m100 set. Approximately 2 hours into treatment an external leak was observed from the access pod. The treatment was discontinued and the blood in the extracorporeal circuit was partially returned to the patient.